Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
At approximately 10:50am, system shutdown occurred while in cooperative mode after inserting electrode at trajectory r amyg. Surgeon was clearing the robot arm in axial fast mode, vigilance device was pressed, non excessive force was applied to arm, none of the arm joints appeared to be in extreme range. The field service engineer re-initialized system and surgery proceeded. Patient was anesthetized, incisions were made, estimated delay to surgery was 5 minutes.

Manufacturer narrative:
It was reported that a shutdown occurred in cooperative mode. A DHR and a complaint history review was performed and did not identify any contributory factors to the event. Analysis of data logs determined that the cause of the issue is a shared memory error.

Event description:
At approximately 10:50am, system shutdown occurred while in cooperative mode after inserting electrode at trajectory r amyg. Surgeon was clearing the robot arm in axial fast mode, vigilance device was pressed, non excessive force was applied to arm, none of the arm joints appeared to be in extreme range. The field service engineer re-initialized system and surgery proceeded. Patient was anesthetized, incisions were made, estimated delay to surgery was 5 minutes.